Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty was performed. Upon the performance of the bav, the valve dislodged aortic. The patient suffered aortic insufficiency of unspecified type and severity as a result. Additional information was received that a non-medtronic guidewire was used during the procedure. The deployment starting point was at the bottom of the pigtail catheter. The post-implant bav was performed due to severe paravalvular leak (pvl). Prior to valve dislodgement, the implant depth was 0 millimeters (mm) on the non-coronary cusp (ncc) and 0 mm on the left coronary cusp (lcc). After valve dislodgement, the implant depth was approximately -5 mm on the ncc and -5 mm on the lcc. Severe central aortic regurgitation occurred as a result of the dislodge. Subsequently, a non-medtronic transcatheter valve was implanted valve-in-valve. The patient's large anatomy was noted as a contributing factor to the dislodge.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty was performed. Upon the performance of the bav, the valve dislodged aortic. The patient suffered aortic insufficiency of unspecified type and severity as a result.